Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing four days post implant, resulting in delivery of an inappropriate shock. Review of the stored episode noted a sawtooth pattern. Technical services (ts) discussed the potential of air entrapment and discussed troubleshooting and programming options. Subsequently, the patient received two inappropriate shocks due to oversensing of noise. The noise was suspected to be potential electromagnetic interference (emi) as the patient has been known to use a transcutaneous electrical nerve stimulation (tens) unit. It was noted the patient was using a heating pad at the time of the stored episodes. Ts discussed the heating pad was unlikely to cause emi and discussed the potential of the noise being positional depending on how the patient was laying. It was also noted that the smartpass feature had previously disabled due to premature ventricular contractions (pvcs) coupled with small amplitude signals and undersensing. The smartpass feature was re-enabled and monitoring will be continued. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing four days post implant, resulting in delivery of an inappropriate shock. Review of the stored episode noted a sawtooth pattern. Technical services (ts) discussed the potential of air entrapment and discussed troubleshooting and programming options. Subsequently, the patient received two inappropriate shocks due to oversensing of noise. The noise was suspected to be potential electromagnetic interference (emi) as the patient has been known to use a transcutaneous electrical nerve stimulation (tens) unit. It was noted the patient was using a heating pad at the time of the stored episodes. Ts discussed the heating pad was unlikely to cause emi and discussed the potential of the noise being positional depending on how the patient was laying. It was also noted that the smartpass feature had previously disabled due to premature ventricular contractions (pvcs) coupled with small amplitude signals and undersensing. The smartpass feature was re-enabled and monitoring will be continued. No adverse patient effects were reported. This device remains in service. It was reported that the electrode and s-ICD were later explanted and replaced as part of a therapy upgrade to a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. The product has been received for analysis.